Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate readings on their one touch verio pro meter. The patient obtained the following readings:19,2, 7.4, 10.3 and 5.8 mmol/l within 20 minutes from one another. The patient did not exhibit any symptoms due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back. The complaint is being reported since the readings are greater than 12 mg/dl (0.67 mmol/l) or 15%.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. Unrelated to the issue, there was an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
510 (k) # is k093745 . Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.